Event description:
It was reported that during an unknown procedure, the staples were unformed. Additional sutures were used. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.